Event description:
It was reported that this insertable cardiac monitor (icm) missed a pause event due to oversensing and noise. The pre-pause oversensing is defeating the verification step for the icm and rejecting the pause. The icm remains in service and no adverse patient effects were reported. Additional information revealed that this icm was explanted due to a therapy upgrade. The icm remains in service and no adverse patient effects were reported.